Event description:
The customer reported that a pt's bowel was nicked during a laparoscopic procedure on 12/27/96 which caused bile to leak into the abdomen. According to the customer, the "electrode had rough edge which caused a nick in the bowel." Surgical repair was necessary.